Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. During visual inspection, the tubing of the device was observed, to be disconnected from the drip chamber, due to it not being fully inserted into the chamber. A batch review was conducted and there were no deviations found related to this reported condition, during the manufacture of this lot. The cause of the under inserted tubing is unknown. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a solution administration set was not attached to the drip chamber. This was noted before patient use. There was no patient involvement. No additional information is available.